Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately four years three months following the implant of this transcatheter bioprosthetic valve, the patient's consciousness level decreased while going to the hospital. Upon arrival at the emergency department, cardiac arrest occurred and cardiopulmonary resuscitation was initiated. Life-saving attempts were unsuccessful, and the patient died. The cause of death was unknown; however, heart failure was noted on the patient's death certificate. Per the physician, there was no relation to the valve nor the implant procedure.